Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that cement was discovered to be dripping from the impactor head prior to use. Surgery was completed with another device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: corrected: complaint sample was evaluated and the reported event was confirmed. . Visual inspection of the device noted minor signs of use including scratches and buffs across all surfaces. Additionally, it was noted that there was an excess of masterbond at the thread-pad insertion point. Spectroscopic analysis identified that there was a less than ideal amount of adhesive on the device. Dimensional analysis of the pad found that the device was conforming to print specifications where measured. Device history record was reviewed and no discrepancies were found. The root cause of the issue is a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that cement was discovered to be dripping from the impactor head prior to use. This item was never used on a patient it was opened before surgery on sterile field and replaced with another tray before patient entered the room. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.